Manufacturer narrative:
Results: sample evaluation: a picture of the affected sample was provided for investigation. A leakage through the plunger rod was observed in this provided sample. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally associated with lot# 1610166. Root cause analysis: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: a picture of the affected sample was provided for investigation. A leakage through the plunger rod was observed in this provided sample. Bd can confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that a nurse found blood leaking from the plunger rod of a bd 20 ml syringe with 18g x 1.5 in. Needle. There was no report of medical intervention.